Event description:
"During arterial closure, the perclose device failed causing a pseudoanerysm. Pt admitted to scu where pressure was held for a period of time. The pt was discharged with no adverse effects." Upon further query with the customer, the following add'l new info was received. The md attempted arteriotomy closure w/the closer s device after a diagnostic procedure via the right groin. It was reported that the access site was "assessed" prior to device use. When the device was being inserted it reportedly kinked. The device was removed and manual compression was held to achieve hemostasis & closure. Post-procedure, the pt developed a hematoma. An ultrasound was performed and revealed a pseudoaneurysm. Ultrasound guided manual compression was applied & held for 1.5 hours. A repeat ultrasound revealed no further evidence of the pseudoaneurysm. A femostop was then applied as a "precautionary measure" & the pt was transferred to the unit for serial h/h levels and right groin monitoring. It was reported that the pt's legs remained "well perfused". The first h/h level results were low therefore one unit of packed red blood cells was transfused. A repeat h/h level revealed improved results. The pt was discharged home to the care of their family in 2003. It was reported by the md that the right groin was "stable & had ecchymosis & a soft 5cm hematoma. There are no report of further adverse pt sequelae.